Event description:
It was reported that approximately 27 months after the xience stent implantation in the proximal circumflex artery and in the proximal left anterior descending (lad) artery the patient experienced chest pain and underwent a percutaneous coronary intervention. A xience stent was implanted in the restenosed proximal circumflex artery. The lad, distal to the index xience stent, was treated with angioplasty alone. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.there was no reported product deficiency and the product was not returned. Angina and restenosis are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.